Event description:
It was reported that the lead was having trouble advancing through a tight venotomy and sheath. The physician made a second stick and a new sheath and noted that he "didn't like the look of the proximal coil" of the lead. It was noted that the proximal coil was possible kinked or had a cosmetic flaw. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419388 lead, implanted: (B)(6) 2005. (B)(4).